Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a colonoscopy procedure involving a polypectomy. According to the complainant, the clip deployed and grasped tissue. However, the clip appeared to have come off the sheath. It would not come off the end of the scope; they could not explain how the clip came to be connected to the end of the scope, after it was deployed. They backed the scope out of the patient's colon a little bit so they could view the area. When they backed the scope out, the clip ripped off the tissue, causing additional bleeding. They injected the site with epinephrine, which controlled the bleeding. The clip fell into the patient; they did not attempt to retrieve the clip. The bleeding was exacerbated due to the delay in procedure. At the conclusion of the procedure, the patient's condition was reported to be good.

Manufacturer narrative:
Patient's exact weight was not known, but was estimated to be approximately (B) (6). According to the complainant, the suspect device has been disposed of and is not available for return. A device evaluation cannot be performed. If any additional relevant information is received, a supplemental medwatch report will be filed. (B) (4).